Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances and loss of capture. There was an allegation that the lead had dislodged and was also fractured. The lead was electrically deactivated and remains implanted. The patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.